Event description:
It was reported that the patient presented for a routine device exchange. During procedure, the lead could not be inserted into the conversions adaptor. The adaptor was changed and the issue was resolved. The patient was stable post procedure.